Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the missing retainer ring, cracked case back of pump found on (B)(6) 2022. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip. Cracked case not confirmed. Missing retainer ring, unable to lock a reservoir in place confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was crack and damaged. The location of damage was at the back of the insulin pump. The type of damage was crack. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for the analysis.